Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number, 30178151, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 24-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "after placing the catheter, there was [an] air leak. The catheter was replaced for [a] new one." There was no reported injury.

Manufacturer narrative:
The actual device was returned without the original packaging. The entire closed suction catheter was examined: the sleeve was free of tearing or damages; the manifold was free of cracks or any deformation; the irrigation assembly appeared intact; the control valve functioned as intended when pressed down, (it went back-up to the upward position); and the male and female swivels appeared intact and swiveled accordingly. A leak test was performed using the cts test system: a manifold test adaptor was attached to the cts test port; the male swivel was attached to the 15mm male test adaptor and a 15mm female plug was attached to the female swivel to secure closure and seal all openings. When the test was performed ¿severe leak¿ appeared at the leak test monitor; all openings were inspected to ensure they were plugged correctly. The manifold was thoroughly inspected, and an opening was noticed; a piece of an assembly was exhibited at the location where the air was coming out, this portion of an assembly was unable to be sealed or plugged with any ports. The root cause was manufacturing related. . All information reasonably known as of 13-oct-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.